Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient developed an infection at abutment site and subsequently was treated with topical antibiotics.

Manufacturer narrative:
This report is submitted on march 15, 2024.